Event description:
A customer reported an issue where the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer confirmed that the pump began charging after leaving the wall adapter plugged into a working outlet for at least 30 minutes using the original charging supplies, and no further assistance was required.